Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that changing the collection bags of an external drainage system (eds) (ID 821731c) caused damage or the inability to use the current connections. On (B)(6) 2024, ventricular drainage of cerebrospinal fluid (csf) was performed using the eds. The patient was taken to the operative room to replace the eds. The event happened 4 times.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 corrected fields: b1, h1, h6/f10. The external drainage system (eds) (ID 821731c) was returned for evaluation. Failure analysis - the connector for the collection bag was visually inspected and the connector has been broken off. The complaint is confirmed. Root cause analysis - the root cause for the issue reported by the customer could be due to using a typical force when connecting the collection bag. As noted in the IFU, finger tighten only. Additional information received: "anesthesia was not required. They went to a theatre (operative room) to ensure a sterile environment but left the ventricular drainage catheter insitu".

Event description:
N/a.